Manufacturer narrative:
H4: the lot was manufactured from september 27, 2022 to september 28,2022. H10: two (2) actual devices of the sample were received for evaluation. On the initial visual inspection the reported issues were not identified. Functional testing was performed which revealed a leak at the port 2, spike port bonding area of both containers. The reported condition was verified. The cause of the condition could not be determined, however, the most likely cause of a leak at the spike port bonding area is due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were identified during visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.